Event description:
Surgeon using a multifire 30 endo gia stapler with a vascular load on a pulmonary artery; the stapler fired, but did not open, causing a tear in the pulmonary artery. Tear was repaired.